Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating that a slow loading of screens. The device use during the event is unknown; however, no patient harm or impact was reported.